Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, noise was observed. Externalized conductors were noted under x-ray. All electrical parameters are good. The patient will be monitored with routine follow-ups.